Event description:
It was reported that the 9900 system had a communication error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced and the voltage adjusted during the service call. The system was tested and found to be working as intended and put back into service.